Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was outside of indication criteria for the device. During explantation, it was noticed that the floating mass transducer (fmt) moved away from the round window causing insufficient coupling. The recipient was re-implanted with a cochlear implant (ci).

Event description:
The recipient was outside of indication criteria for the device. During explantation, it was noticed that the floating mass transducer (fmt) moved away from the round window causing insufficient coupling. The recipient was re-implanted with a cochlear implant (ci).

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or damage, which is expected to have been present whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Additionally, at explantation the floating mass transducer (fmt) was found to have moved away from the round window causing insufficient coupling, which might have contributed to the insufficient auditory perception. This is a final report.